Event description:
It was reported that a user of the ilet experienced a brief hyperglycemia event with a highest cgm reading of 190 mg/dl after announcing a usual dinner while actually consuming fewer carbohydrates than typical and engaging in significant walking; the infusion set and cartridge/connector reportedly had no issues, cgm type was dexcom g7, and no device or use problem was identified. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, and the user returned to target range with a glucometer-confirmed value of 92 mg/dl and no symptoms. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with no identified device or use problem and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was incorrect meal size announcement leading to a transient high glucose without device malfunction.